Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused during a patient infusion. The device had been filled with 8000mg flucloxacillin in 0.9% sodium chloride, 230ml. The device was connected to a peripherally inserted central catheter (PICC) to the right arm. The device had been connected to the patient approximately 24 hours prior to the removal of the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h4: the device was manufactured from august 27, 2019 - august 28, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.